Manufacturer narrative:
The explanted device was not returned to bsn as it was kept by the medical facility.

Event description:
A report was received that the patient was not able to charge the ipg due to migration. It was noted that the ipg had flipped over in the pocket site. The patient underwent a revision procedure wherein the ipg was replaced and repositioned. No device malfunction was suspected. The patient was doing well postoperatively.